Manufacturer narrative:
Without a lot number or device serial number, the manufacturing date cannot be determined. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the physician was concerned about the patient's implantable cardiac defibrillator and it possibly causing harm. Additional information received indicated that the device was not capturing and the patient is now bradycardia. The device is still in use. The patient is not pacemaker dependent. No patient complications have been reported as a result of this event.